Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Device passed the displacement test. Unable to confirm excessive no delivery alarm or perform the occlusion test and no delivery test due to motor error alarm. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump had a motor error and no delivery the customer¿s blood glucose level was 524 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had a high blood glucose of 524 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.